Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the ER due to para-systolic atrial fibrillation with a high ventricular rate. As a result, the patient experienced inappropriate therapy. Reportedly, the device was reprogrammed. The patient is stable.